Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure anaysis will be submitted as a follow-up report.

Event description:
It was reported that since around 2006, the patient has had progressive deterioation of speech understanding, after an episode of dischange from the ear. Exchanging the speech processor and changing maps did not improve the situation. Testing of the device shows impedance values are changing within a few minutes from measurement to measurement.